Manufacturer narrative:
Product event # (B)(4) - evaluation code (method): device discarded by user therefore device unable to be returned to the manufacturer for analysis. Evaluation code (result): device discarded by user therefore device unable to be returned to the manufacturer for analysis. Evaluation code (conclusion): device discarded by user therefore device unable to be returned to the manufacturer for analysis. (B)(4).

Event description:
Article: the effect of plasmakinetic cautery on wound healing and complications in mastectomy (dx.doi.org/10.4048/jbc.2013.16.2.198) patient information: (represents either the majority or the mean value of participants in the study) gender: female age: 49.3 +/- 5.7 bmi: 29.9 +/- 0.5 adverse events: three adverse events occured during the course of the study. Two patients had seromas and one patient had surgical site infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.